Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: no product fault could be detected. It is likely either the reamer head came in contact with a metallic part or simply too much mechanical force, well beyond its calculated design, was applied during the surgery which resulted in the reamer breakage. The measurable dimensions of the broken reamer head were checked and found to be in compliance with the technical drawings and ao/asif specification. The complained article was manufactured according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows; the synream instruments set by im reaming procedure 8.5 reamer head was broken. Product occurrence not relevant to health of patient. This report is for 1 of 1 complaint (B)(4).